Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verioiq meter displayed inaccurately high results compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started reading inaccurately in (B)(6) 2016. She reported that on unknown dates and times she obtained an alleged inaccurately high blood glucose result of ¿136 mg/dl¿ on the subject meter compared to ¿76 mg/dl¿ on a doctor¿s meter and, on another occasion, ¿80 mg/dl¿ on the subject meter compared to ¿20 mg/dl¿ on an unknown meter. Both comparisons were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin which she self-adjusts. She reported that also in (B)(6) 2016, after obtaining the alleged inaccurate high results, she developed symptoms of ¿getting really hot and fainting¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct test steps and indicated that she had used an approved sample site to obtain the blood samples. The cca noted that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The cca walked the patient through a control solution test and the result was in range. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.